Event description:
This is the same pt and same date of surgery reported under MDR ID # 2024601-2006-0044 and MDR ID # 2024601-2006-0043. This is the third MDR submitted for the third suspect product. Reported as "3 vg lapbands used, all break at tubing collar junction during closing the bands. Operation was stopped no vg band implanted." Though three separate reports are being submitted as three devices are implicated, it should be noted that only 1 surgery was involved.